Event description:
It was reported that the home patient (hp) experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced gastritis which caused peritonitis. The patient was initially hospitalized for gastritis for four days. It was not reported if the peritonitis event prolonged the hospitalization. The patient was treated with vancomycin (ip, dose and frequency not reported). Later that month, the vancomycin treatment was stopped. At the time of this report, the patient was recovering from peritonitis and was fully recovered from gastritis. No additional information is available. This report is 4 of 4.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers 13c13h25 and 13d10h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).